Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the sampler voltage reading was out of range. The cse replaced the sample transducer and ultrasonics printed circuit board. The cse rechecked the voltage and it was acceptable. The customer ran quality controls, which were acceptable. The customer also recalibrated other assays due to the board transducer. A siemens regional support center (rsc) specialist was dispatched to the customer site due to an ongoing abnormal assay issue. The rsc specialist pulled the instrument data and determined that the photometrics were low on all filters, which was indicative of poor sample mixing. The cse was re-dispatched to the customer site to follow the instructions provided by the rsc specialist. The cse ran a service method and inner and outer photodiode testing, which were acceptable. The cse determined that the photometer mili amplifier units (mau) were low and replaced the lamp. The cse then performed calibration and all filter values were acceptable. The cse verified the functionality of the photometric sampler and adjusted the sample metering syringe gap and the left film guide. The cse also adjusted the air flow and verified the temperature. The cse determined that the filter deltas were high and replaced the photometer filters and sampler level sense cable. The cse recalibrated the photometer and deltas were within specifications. The cause of the discordant, falsely low total protein results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low total protein (tp) results were obtained on three patient samples when run in duplicate on a dimension exl 200 instrument. The first replicate for each sample resulted higher, while the second replicate resulted lower. The samples were repeated on the same instrument, resulting similar to the first replicate of each sample. The customer reported the first replicate result of the initial run for each patient sample to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false low total protein results.